Manufacturer narrative:
Additional information was received indicating there was no injury to the patient.

Manufacturer narrative:
Evaluation found the measuring cable defective. Measuring box knocked out and must be strengthened. Battery preventive. General check and test measurements without error.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements. The event outcome is unknown as of this MDR evaluation.